Event description:
It was reported that a patient had experienced "right sided weakness." The patient had had a cervical laminectomy along the cervical implant of the paddle lead. Patient's doctor said he was not sure if the paddle was causing the problem or not. The doctor wanted to remove it just in case it was causing the problem. He also removed the implantable neurostimulator, since the lead had been removed and since the patient "no longer needed it." The patient status was reported as "alive - with injury." The explanted device would not be returned as it was discarded. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).